Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid 19 antigen self test performed on (B)(6) 2021 using a nasal swab sample. The consumer mentioned that a previous confirmation pcr test and a rapid covid-19 test was performed on unknown dates. The results generated from these previously mentioned tests were both negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On the binaxnow covid-19 ag card retain kit lot 169341 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false positive results were observed, and the customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 169341, and device part number 195-430/lot 164072. The lot met the required release specifications and there were no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.